Manufacturer narrative:
One 72201491 curved ultra fast-fix assembly used in treatment, was returned for evaluation. The outer blue split protective cannula was not returned. The depth limiter was returned trimmed and attached to the needle. The actuator was found positioned fully forward. T1, t2 and suture were returned in a section of needle that had been broken from the rest of the needle length. The rest had been bowed and bent towards the right. T1 was in the track, somewhat proud and was found reversed; facing backward. There were score marks on the sides of the anchor aligned with getting jammed from manipulating the needle. The delivery needle curve was found nearly flat. User twisting, bending and application of force were factors. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Per the device instructions for use ¿it is normal to encounter resistance prior to achieving the ready position.¿ do not use sharp instruments to manage or control the suture. Complaint history review indicated similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during meniscus repair surgery, both t1 and t2 of the ultra fast-fix were deployed at the same time. Both anchors were removed from the patient. The procedure was completed without delay using a s+n backup device. No further complications were reported and the patient outcome is good. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.